Event description:
Received info reporting a pt had her device system explanted due to stimulation in the wrong location. Apparently, the cervical lead caused painful stimulation in her chest area and several attempts at reprogramming were not successful. Pt is conducting her own independent device analysis.

Manufacturer narrative:
(B)(4).